Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen (unknown concentration) at 120 mcg/day via an implantable pump. In 2003, the patient experienced a severe head injury, ¿trapanus¿ of the skull. The patient experienced deterioration in their condition since 2004 with increased spasticity in the muscles of the trunk. In (B)(6) 2009, spasticity in the extremities increased. Progressive juvenile generalized dystonia with impaired walking and lower spastic paraparesis was observed. The patient implanted with a previous pump [from a different device manufacturer] for chronic intrathecal administration of subcutaneously to the left mesogastric region. It was reported that in (B)(6) 2018, the patient was hospitalized for increased spasticity. The dosage was increased to 400 mcg/day. On (B)(6) 2018, there was an intensive increase in spasticity, the patient did not move on her own, and she expressed speech disorders. On (B)(6) 2018, the patient underwent a hemilaminectomy th7-th8 left and reimplantation of the catheter. The adjusted dosage was 120 mcg/day; spasticity regressed. In (B)(6) 2019, revision and flushing of the catheter was performed due to lack of effectiveness with intrathecal baclofen. The patient experienced withdrawal symptoms. The pump was revised in the left mesogastric region, the catheter was rinsed, and effect was achieved. It was further reported that on (B)(6) 2019 the patient experienced symptoms of ¿pump dysfunction¿ and was hospitalized. After washing the catheter, the condition normalized. On (B)(6) 2020, the patient experienced symptoms of a sharp increase in spasticity, the inability to walk, and the inability to talk. In the department, the catheter was contrasted and rinsed. The contrast was delivered intradurally. The dosage was increased to 640 mcg/day, the patient began to speak, but walking was not possible. With a further increase in dosage, the patient experienced side effects. The patient was then hospitalized for the purpose of implanting adbs system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the patient repeatedly got into intensive care/was admitted to the hospital monthly with ¿signs of pump dysfunction: gross generalized spasticity with shortness of breath¿. The hcp did not have additional information regarding the catheter issue or the catheter disposition as the catheter was removed at a different clinic and had not been returned to the device manufacturer.